Manufacturer narrative:
Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number quantity. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 535 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV) . The patient's insulin was not absorbing into site due to off-label insulin being used in pump. The infusion sets were in use for one day. Patient also found positive for ketone levels. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2025-12776. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code insulin not approved for the infusion set, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion: based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.